Event description:
It was reported that the procedure was to treat a lesion in the intermediate branch between the circumflex artery and the left anterior descending artery. There was a previously placed stent in the ostium of the vessel. Pre-dilatation was performed and the 2.5 x 8 mm xience pro stent delivery system (sds) was advanced, but a lot of resistance was noted with the anatomy and the proximal shaft kinked. During removal, resistance was again noted. A new xience pro stent was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.